Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac during troubleshooting, it was confirmed that the maj-1430 video cable for 180-series scopes was attached to the cv-190. Instructed to remove the cable and power cycle the tower, after which the error was no longer present. Image capture testing with an alternate scope was successful, with no recurrence of error e315. Staff were advised not to leave the cable connected when 180-series scopes are not in use. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited an incompatible scope error (e315). The issue occurred during inspection for use. There was no patient involvement.